Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for complex regular pain syndrome type I. The patient stated that their therapy is turning off by itself. The ins will not hold a charge and has been off for 3 weeks due to the issue. The ins is not holding a charge for very long. The ins will turn on and shut off on its own. They had an x-ray a week and a half ago and the radiologist noticed an issue with the patient¿s system. The patient was not sure if it was the ins or lead. They usually have the ins running 24/7 because they need the ins for pain coverage but right now the ins is not providing pain relief. The patient noted having swelling around the ins area. The swelling is painful, sore, and bothering the patient bad. Their lower back has been hurting. The ins is not providing coverage where they need stimulation. The pain is getting more intense and elevated. They were given gabapentin for their pain. They are still having problem with the pain at night. The ins not holding a charge and turning on and off on its own began a long time ago, in the last year, maybe longer, probably in 2016. Their notified their manufacture representative (rep) of this at the end of last year, maybe (B)(6) 2017. They discovered something was wrong with the ins or lead a week and a half ago. They notified their rep of this on (B)(6) 20182. Their pain and swelling around the ins area began last year in 2017 and the ins not covering their pain began within the last 3 months. They notified their rep of this at the end of last year, maybe (B)(6) 2017. The patient does not have a managing healthcare professional (hcp) so they saw a physician assistant (pa) at a clinic on (B)(6) 2018. An email was sent to a local rep to have them reach out to the patient. The rep responded on (B)(6) 2018 indicating that they contacted the patient. Additional information was received from the patient on 2018-feb-27. It was reported that the patient said there is pain on their hip where the battery is implanted, the patient refused to be connected to patient services and the patient said they will talk to their doctor. Additional information was received from the rep on 2018-feb-28 indicating that the patient was a no show for their last 4 appointments. They had an appointment on (B)(6) 2018 but no reps were there. The patient is to update the rep when their next appointment is scheduled. Additional information was received from the rep on 2018-mar-01 indicating that the patient has not been seen by the rep. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient did not show up for their appointment with the rep on (B)(6) and this was the patient's 5th consecutive no-show for appointments. The patient called the rep on (B)(6) but did not inform the rep of an appointment prior to that day; the patient hung up on the rep.